Event description:
It was reported that the patient had a loss of stimulation/therapeutic effect. The device and lead were explanted. There were no patient symptoms/injuries related to this event. Subsequent information received reported the physician removed the device and lead at the patient request because it did not deliver therapy.

Manufacturer narrative:
Product ID 3093-28, lot# v741607, implanted: 2011-(B)(6), explanted: 2012-(B)(6), product type lead, product ID 3037, serial# (B)(4), product type programmer, (B)(4).